Event description:
A malfunction code was reported, but there was no adverse impact on the customer's blood glucose level. The customer received information from technical support on how to reset the pump, and with their assistance, successfully reset it. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any malfunction codes appeared again. The customer acknowledged and understood these instructions.